Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the circumstances that led to the device not working and the leads being attached to the spinal cord was just that the patient could no longer charge their device. The patient just wanted it removed, but they had lost their insurance and the doctor would not see them. Nothing has currently been done, and it's still not working. The patient noted that now their right side goes numb and they have pain with this. The patient is currently waiting for insurance, and will see a doctor at that time to get their issues resolved. No further information was reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 06-apr-2014, UDI#: (B)(4). Event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. The patient reported their device was not working and has not worked in over a year. They wanted the device to be removed, however they had been advised that their leads have now adhered to their spinal cord and cannot be removed, per kaiser in virginia. No further complications were reported or anticipated.